Manufacturer narrative:
Pending investigation. D10: 5592105, 170-36-00 - biolox delta femoral head 36mm od, +0mm. 5578268, 186-01-54 - integrip cc, cluster 54mm, g2. 4880249, 188-01-08 - wedge plasma x/o sz 8. H7: z-1732-2022.

Event description:
As reported, the patient had an initial left tha on (B)(6) 2018. The patient had a poly swap on (B)(6) 2023 due to a recalled poly. There was no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: e if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The most likely underlying cause for the revision reported is prosthesis wear and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial left tha. The patient had a poly swap due to a recalled poly. There was no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history reported.